Manufacturer narrative:
The commander delivery system was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. Imagery was not returned therefore no imagery evaluation performed. A device history record (DHR) review was not done as the event does not allege a malfunction that could be related to an edwards manufacturing deficiency/labeling issue and/or one was not confirmed through investigation. A lot history review was performed and revealed no other complaints related to interventional device interacts with non-edwards device and withdraw catheter through vasculature sheath difficulty or inability to withdraw system through sheath the complaint for interventional device interacts with non-edwards device and withdraw catheter through vasculature sheath difficulty or inability to withdraw system through sheath was unable to be confirmed therefore a complaint history review was not performed. The following instructions for use and training manuals were reviewed: commander with s3u IFU (ce) and commander with s3u procedural training manual (ous). No IFU/training deficiencies were identified. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, therefor a manufacturing mitigation review was not required. A review of edwards lifesciences risk management documentation was performed for this case and there was no evidence of product non conformances or labeling/IFU inadequacies. No further action is required. The complaints for interventional device interacts with non-edwards device and withdraw catheter through vasculature sheath difficulty or inability to withdraw system through sheath were unable to be confirmed due to unavailability of the complaint device and/or applicable imagery. However, no manufacturing nonconformance was identified during the evaluation. A review of the lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, while retrieving the system, more force was used to bring the deflated balloon into the esheath but they stopped after "realizing" that the pigtail catheter was the reason as the pigtail was positioned at the tip of the esheath. In this case, there was no allegation or indication a device malfunction contributed to the adverse event. It is possible that during maneuvers to withdraw the pigtail catheter, it became positioned over the sheath tip, and subsequently during withdrawal of the delivery system, the delivery system interfered with the pigtail catheter, preventing it from being retrieved into the sheath tip. A definitive root cause was unable to be determined at this time. However, available information suggests procedural factors (improper placement of pigtail catheter, interaction with pigtail catheter) may have contributed to the reported event. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no device problem was identified affecting distributed product, no product risk assessment (pra) escalation is required.

Manufacturer narrative:
Investigation is ongoing. Device not returned. See manufacturing report number 2015691202313224 for related event.

Event description:
As reported, mild push forces were used to advance the commander delivery system with crimped valve through the esheath, without peak force at tip of the esheath. After the valve was successfully deployed and while retrieving the system, more force was used to bring the deflated balloon into the esheath but they stopped after realizing that the non edwards catheter was positioned at the tip of the esheath. The balloon was successfully retrieved through the esheath. A dissection occurred, and the patient had to be treated by angiology due to low perfused leg. Patient outcome after the treatment of the dissection was good. Patient condition post procedure was good.